Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The patient was treated with injection vancomycin (2g, intraperitoneally, once every 4 days, duration not reported) and injection amikacin (500mg, intraperitoneally, once daily, duration not reported) for the event of peritonitis. Action taken with dianeal therapy was not reported. The cause and outcome of the event are unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). On an unreported date the peritonitis resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).